Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Customer¿s blood glucose level was 521-529 mg/dl. A correction bolus was delivered to address bg. Additionally, it was reported that the insulin gauge was inaccurate. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged alarm 20 issue was verified, but the fill estimate issue could not be verified.